Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2018 for driveline infection. The patient was admitted after surveillance blood cultures grew gram negative rods. The patient had a tunneled line placed for long-term intravenous (IV) antibiotics and underwent a driveline debridement on (B)(6) 2018. The patient was discharged on (B)(6) 2018 with a wound vacuum and tunneled line for long-term antibiotics.